Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for unrelated issues. They burned their driveline while cooking (B)(6) 2024. Their powers were in the 2's before modular cable was exchanged. After the exchange, the powers came up to mid 3's. There were no alarms but frequent pulsatility index (pi) events that erased any alarms that might have occurred on the day of the event. The patient did not experience any symptoms. There was no evidence of any type of driveline electrical conductor issue in the log file.

Event description:
It was further reported that the burn was at the proximal portion of the modular cable, not the pump driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: no issues or adverse events associated with heartmate 3 left ventricular assist system, serial number (B)(6), were reported by the account. The reported event of damage to the proximal portion of the modular cable is addressed under the modular cable investigation. The submitted controller event log file contained events from 27aug2024, per the timestamps. This file did not contain any events from the reported event date of 24aug2024 as they were overwritten by newer incoming events, per design. No notable events were captured. The pump appeared to function as intended at the set speed. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. No further information was provided. The manufacturer is closing the file on this event.